Manufacturer narrative:
The unit was requested for return and further evaluation. Upon receipt, it was determined the device would not power on. Further investigation identified shorted electical components. Although the initial customer complaint did not involve patient use and was not deemed reportable at the time, internal evaluation confirmed a malfunction that could potentially delay or prevent therapy delivery during a clinical event. Therefore, this event is being reported in accordance with 21 cfr 803.50.

Event description:
A customer reported that their AED's asi is flashing red, and reporting a service code. They reported that this did not occur during patient use.